Event description:
Facility reported the blood leak (5th use dialyzer) detector on the machine alarmed as the treatment started. Blood was noted in the dialysate. Blood not reinfused to the pt. The system was discarded. Estimated blood loss 200cc. Treatment was finished on another dialyzer without further incident. No medical intervention. The sample was discarded by the facility. Pt's hemoglobin on 7/6 was 12.0 and on 7/17 was 11.4.